Event description:
Literature report of patient receiving intrathecal morphine who, 2 months after pump implant, developed functional paraplegia. At surgery, was found to have an inflammatory mass at the catheter tip that was excised. Post-operatively, pt was maintained on oral narcotics. It was reported their exam had improved, though pt remained functionally paraplegic.